Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume) were confirmed. It was observed that the exhalation control module (ecm) cable had become disconnected. The asp reconnected the ecm cable to the ecm to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues was that the ecm cable was disconnected.